Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, endometriosis was observed in the "sacral vaginal fusion." Additionally per the initial reporter, the uterus was difficult to withdraw and the operation was difficult. The physician reportedly commented that no problems occurred; however, for safety reasons, the case was converted to laparotomy. There was no allegation against intuitive surgical inc. (Isi) products. Isi followed up with the isi clinical sales representative (csr) who was present during the procedure and obtained the following information: the endometriosis was located around the round ligament of the uterus. In addition, the uterus was found to be severely adhered to the surrounding tissue and could not be moved with the manipulators or forceps. The surgeon was concerned about the time it would take to detach the adhesions and the risk of damaging the surrounding tissue. As a result of potentially experiencing difficulty performing the sacrocolpopexy procedure robotically, the surgeon elected to convert the procedure to open surgery. There was no deficiency of a da vinci system, instrument or accessory that caused the conversion of the procedure to laparotomy. Isi followed up with the surgeon directly and obtained the following information: it was confirmed that prior to surgery, there were no concerns about potentially converting the procedure due to anatomical reasons. Although an MRI was done prior to the procedure, the adhesions could not be diagnosed. There were no intra-operative complications and no injuries sustained by the patient due to the conversion.

Manufacturer narrative:
Based on the current information provided, the reason for the conversion to open surgery can be attributed to anatomical issues. The surgeon explained that since the uterus was severely adhered to the surrounding area and could not be moved, it would have been difficult to perform the surgery robotically. Therefore, the surgeon elected to convert to open surgery for safety reasons. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sacrocolpopexy surgical procedure, the surgeon elected to convert to open surgery for safety reasons. The surgeon indicated that the uterus was severely adhered to surrounding tissue and could not be moved. It was explained that it would have taken time to detach the adhesions and dissect the uterus robotically. There was also the concern of damaging surrounding tissues. Therefore, due to the anticipated difficulty of performing the surgery robotically, the surgeon elected to convert the case to a laparotomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.